Event description:
As reported, during use in patient with this embolectomy fogarty catheter, the balloon was found burst. The device had been tested before use. The catheter was replaced with a new unit. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. The balloon was found to be ruptured in the central area. Balloon edges did not match at the ruptured region. Both balloon windings were intact. No other visible damage was observed from the catheter. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on further engineering investigation, the units go through balloon and winding inspection process as part of the device manufacturing. A pra has been generated earlier. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.